Event description:
As reported by the sales rep per the user facility: leaking of nuclear medication from middle of stopcock. No injury, but nuclear medication exposure. Additional information provided by the facility indicated the radioactive drug technetium was being administered at the time. It was reported that gloves were worn when injecting. The patient was on the treadmill and the drug was being administered through an i.v. It has been reported that no one suffered any adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. Visual evaluation of the stopcock revealed no visible defects. The sample was functionally tested per specification. The handle on the stopcock assembly turned freely and the handle was noted to be fully seated in the stopcock body. The stopcock sample was then subjected to a pressure test per specification and was noted to leak at the handle to the body interface. The house retain sample for the reported lot were also physically pressure tested for leaks per specification. All samples passed the leakage test. The sample and all available information has been provided to the actual manufacturer for evaluation.